Manufacturer narrative:
Device received motor sensor test failure and motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to excessive motor sensor test failure alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device kept displaying a message to disconnect tubing from body, remove reservoir from the device. Device was counting down and alarmed a motor sensor test failure alarm after the device had exposed to MRI scan. Customer's blood glucose was 518 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.